Event description:
The pt reportedly experienced an accidental disconnect the first night of use. It was not reported until 4 days later. The pt blames this incident on their "lack of tightening." Additional information received from baxter indicates that the lineo cap/lineo shell connection was where the disconnect occurred. The pt noticed the disconnection right away during first drain and felt that the initial connection was not secure. No pt injury or medical intervention was associated with this incident per baxter.